Event description:
The hospital reported that during the saphenous vein harvesting procedure, the air was leaking from the balloon on the short port. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.